Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2012) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh ip. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney alleges that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with recurrent umbilical hernia thereby underwent laparoscopic repair with implant of sepramesh ip. Per op notes, "a sepramesh ip was placed and sutured." (B)(6) 2014 - patient was diagnosed with pelvic pain thereby underwent laparoscopic lysis of adhesions. Per op notes, "lysis of adhesions was performed and the previous mesh was seen to be in good position." (B)(6) 2014 - patient was diagnosed with recurrent multiple hernias, hiatal hernia thereby underwent laparoscopic repair. Per op notes, "adhesions were lysed and all the defects were repaired using sutures."

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh ip. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney alleges that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.